Event description:
Facility initially reported "blood leakage from needle." At that time, the exact location of the leak was not clear as the set was covered with blood. Based on (B)(4) clinical affairs coordinator's tele-conversation with the clinic manager, the event was described as "after two hours into treatment, blood leakage occurred at needle and hub assembly area which led to blood loss of 300 cc". The patient received fluid replacement and was fine after receiving fluid replacement. The facility disposed of the actual needle that was involved in the adverse event.

Event description:
This is a follow-up report for medwatch 3002807350-2012-00001 submitted to us FDA on (B)(4).

Manufacturer narrative:
(B)(4). Jmss (the manufacturer) is submitting the report on behalf of (B)(4) (the importer). From reserve sample evaluation and device history record review, there was no abnormality found and the complaint lot met the qa specifications prior releasing it to the market. Based on the information provided by the clinical manager, the leakage occurred after 2 hours into dialysis treatment. There was no abnormality observed on the fistula needle before cannulation. The exact location of the leakage was unclear. The sample involved in the event was discarded by the clinic. Thus, we are unable to clarify the actual defect and cause for this complaint. We had requested our distributor to send us 3 cartons of av fistula needle sets of the reported complaint lot for our analysis. A follow-up medwatch report will be issued after testing the returned samples.

Manufacturer narrative:
(B)(4). Jmss (the manufacturer) is submitting the report on behalf of (B)(4) (the importer). We once again apologize for the inconvenience caused. As mentioned in our interim investigation report, from reserve sample evaluation and device history record review, there was no abnormality found and the complaint lot met all the qa specifications prior releasing it to the market. Visual inspection was conducted on 1500ea returned samples to ensure if there was sufficient adhesive that was holding the needle and hub, if there was any crack in hub and if there was any crack in joint that could cause leakage. Inspection results showed that there was no abnormality observed on all the 1500ea returned samples. From the 1500ea samples, (B)(4) samples were retrieved and air leak test was conducted on the samples. There was no leakage or any abnormality observed on all the (B)(4) samples. Thus, due to un-availability of actual defective sample, we are unable to verify the actual defect encountered by the end-user. Moreover, the clinical manager informed that the exact location of leakage is unclear and the leakage occurred only after 2 hours into dialysis treatment. There was no abnormality observed on the fistula needle before cannulation. The sample involved in the event was discarded by the clinic. Jmss will continue to maintain good quality of our products and ensure that only good quality products are delivered to customers.

Event description:
This is a 2nd follow-up report for medwatch 3002807350-2012-00001 submitted to u.s. FDA on (B)(4) 2012. Note: 1st follow-up medwatch report - submitted to u.s. FDA on (B)(4) 2012. Below complaint description was extracted from (B)(4) complaint report - (B)(4) (dated (B)(4) 2012). "Facility had 3 separate incidents with leakage from our fistula needles." Claim leakage is coming from needle-wing-assembly, where actual metal cannula is attached to plastic hub. Below complaint description was extracted from user facility report number - (B)(4). A crack in the luer lock on the arterial needle began to leak approx 1 hour, before end of treatment. Pt was recirculated and recannulated. However, 300 cc blood was lost due to clotting in the blood lines 300 cc n/s was infused to replace blood volume. (B)(6) had been dialyzing 2 hours, air began to enter the blood lines causing an alarm. The reason could not be readily seen, the pt was recirculated. (Taken off the machine). She was recannulated with another needle when it was noticed that there was a small crack in the luer lock port of the arterial needle. When attempted to resume treatment. Her blood in the lines had clotted - causing a loss of approx 300 cc. Normal saline was given to replace lost blood volume. Treatment was resumed with new blood lines and a new dialyzer. Md notified with orders for hgb on next treatment. Mrs (B)(6) tolerated fluid replacement well. On (B)(6) 2012, hgb had improved - 9. 8. All needle with this lot number have been removed and replaced.

Manufacturer narrative:
(B)(4). Jmss (the manufacturer) is submitting the report on behalf of (B)(4) (the importer). We apologize for the inconvenience caused. Based on DHR and preserved sample review, no discrepancy was reported on similar defect. Based on all the testing that had been conducted to our product preserved samples and material preserved samples of the complaint lot, we would like to assure that our avf joints are strictly in compliance with iso 594/1 (5.1, 5.2, 5.3 and 5.4) and iso 594/2 (5.5 and 5.8). We would like to highlight to our end-user as a gentle reminder about the statement mentioned in IFU on clause 8 and 9 under "warnings and precautions" - in spite of great care in production, leaks of female connectors cannot be excluded absolutely. Some disinfectants may also cause material cracks. The female connectors break or crack under excessive force. These damaged parts may result in blood loss or aspiration of air into the bloodline/blood collection set. Air entering the bloodstream can cause an air embolism. Therefore, use air leak detectors at all time. The plastics may be incompatible with drugs or disinfectants (e.g. Connectors made of polycarbonate may show cracks when in contact). Nonetheless, briefing was conducted to all operational staffs and inspectors for their awareness and to be more vigilant when conducting 100% final inspection. Jmss will continue to maintain the good quality of our products and ensure that only good quality products are delivered to customers.